Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a drift in their sensor readings. The patient was hospitalized for heart failure due to withholding heart failure medication based on the erroneously low cardiac pressures via the sensor due to drift. As a result, the patient underwent a right heart catheterization on (B)(6) 2016 to have their sensor re-calibrated. The patient did not experience any complications or adverse event during the procedure. The issue is considered to be resolved at this point. It was stated that this event was not procedure related, but definitely product related.